Manufacturer narrative:
The t:slim user guide states: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an altitude alarm occurred after the customer passed through a full-body scanner at the airport. The customer experienced a blood glucose (bg) level ranging between 400's-500's mg/dl and moderate traces of ketones. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. The customer stated the pump resumed insulin deliveries 1 hour after the altitude alarm was received. Tandem technical support advised the customer not to expose the pump to a body scanner.